Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-02930. Follow-up information revealed the patient has effective therapy following the procedure and the issue is resolved.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-02930. It was reported the patient experienced ineffective stimulation from the drg system. As such, the patient underwent surgical intervention on (B)(6)2019 wherein 2 additional leads were placed at t12. It was noted one of the leads was to be placed at l1, but the physician was unable to place the lead in the area. Therefore both leads were placed at t12. Therapy will be confirmed at a later date.